Event description:
It was reported the patient had an increase in seizures; however it was unknown if the increased was below, at, or above pre-vns baseline levels. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported that the patient's device was checked and it was working as expected and not depleted. It was noted the patient had gone to the hospital for an issue unrelated to seizures and vns. During her hospital visit, a physician had taken her off of her seizure medication, which was determined by her neurologist as the cause for the increase in seizures. The patient was put back on her seizure medication and is doing well.